Manufacturer narrative:
A ge oec service representative investigated and found a defective universal power supply. The ups was removed and replaced, the system tested and found to be operating as intended. The system was released to the customer for use. The facility would not release any patient information with respect to this malfunction. No patient harm occurred.

Event description:
The ge oec instatrak 3500 had a system failure where there was no signal input and the system would not boot. The system was inoperable. A patient procedure was cancelled and rescheduled.